Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the black box showed unexplained power on reset events. The battery compartment was cracked above the bumper pad. The returned battery cap threads were stripped. The battery cap was unable to maintain an electrical connection. The reported power complaint was duplicated. A new test battery cap fit to maintain an electrical connection and successfully completed 24 hour duration testing. No power on reset events occurred with the test battery cap. Unrelated to the original complaint, moisture corrosion was found in the battery compartment with a leak. The pump cover was removed to find internal moisture on the printed circuit board and motor connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment and battery cap were cracked with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.